Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain. The same day,the patient was hospitalized for the peritonitis and another indication. The cause of the peritonitis was unknown. The patient was treated with caspofungin (dose, frequency and duration not reported). The patient was discharged seven days after hospital admission with oral fluconazole (for three days, dose and frequency not reported). The patient was not recovered from the peritonitis at the time of discharge. Four days after discharge the patient was readmitted for peritonitis and another indication. The same day pd therapy was discontinued, the pd catheter was removed and hemodialysis was started. Treatment was not reported. The patient was not recovered from the peritonitis event. On an unknown date the patient was transferred to another facility. No additional information is available.